Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular lead exhibited varying output due to false loss of capture. Programming changes were made. There were no patient consequences.